Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery before and after a battery change. Customer's blood glucose was 61mg/dl at the time of incident. Troubleshooting explained alarm and advised customer on the proper batteries to use and to check the battery contacts and compartment but customer declined. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. No further details given.